Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that during a procedure a stimloc bolt "did not check during intervention." The hcp changed the stimloc and the issue was resolved. The patient was alive with no injury and no symptoms were reported.